Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a supracervical hysterectomy and cystoscopy with stent placement on (B)(6) 2009 to treat menorrhagia, dysmenorrheal, uterine fibroids, endometriosis and bowel adhesive disease, a morcellex was utilized to remove the uterus above the cervix, fibroids and ovaries during the surgery. Prior to the surgery the patient underwent an ultrasound and pap smears in (B)(6) 2009 and the results were negative. The tissue sent for pathology from the surgery revealed that the patient had leiomyosarcoma cancer. The patient underwent additional surgeries and chemotherapy for the following four years. It was reported on (B)(6) 2013 the patient died. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent abdominal surgery for tumor removal x 2 in 2011. She had cytoreduction, lymph node dissection and omentectomy on (B)(6) 2012. It was reported that the patient underwent an exploratory laparotomy for recurrent uterine sarcoma, extensive lysis of adhesions and segmental resection of small intestine and primary side-side anastomosis on (B)(6) 2013. She had a colostomy creation with abdominal washout. The patient died on (B)(6) 2013.

Event description:
It was reported through a journal article that a patient underwent a gynecological procedure involving uterine morcellation on an unknown date. The patient was diagnosed with uterine cancer in early 2009 after the morcellation procedure. The patient died on an unknown date. At this time it is not confirmed that the actual device involved in this is event is an ethicon morcellator.